Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system four (4) cholera strains were misidentified. No health impact or consequence reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g5. PMA / 510(k)#: k040099 and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a complaint was reported for a mis-ID of results on a phoenix m50 instrument. The customer alleged that the instrument did not correctly identify a cholera strain in 4 of 10 incidents. Remote assistance was provided to the customer. The support specialist communicated with customer and asked customer to discuss and verify proper operation of the instrument with other users at customer site. Pud software was also updated to version 7.21a. The customer ran sample tests and received correct results. The instrument is working as intended. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. A picture of initial lab results was provided. No other logs, binary files or samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was carried out and revealed no previous cases related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system four (4) cholera strains were misidentified. No health impact or consequence reported.